Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was initially reported that a zxt100 11.5 diopter intraocular lens (iol) was scheduled to be explanted from a patient's left eye due to patient experiencing severe halos and glare. Further information confirmed that the lens was explanted as planned. The lens was replaced with a non-amo device. Patients visual acuity: visual acuity pre-operative: 6/7.5; visual acuity post-operative: 6/6. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 7/12/2017. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation on 07/12/2017. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.